Event description:
It was reported a pt underwent mitral valve replacement surgery. Intraoperatively, a 31 mm sjm valve was implanted. A transesophageal echocardiogram (tee) revealed a significant intra-annular leak. The surgeon attempted to fix the leak but was unsuccessful. The decision was made to implant another MFR's smaller valve. Another tee was performed and no leakage was observed. Additional info received indicated the pt had a severe coagulopathy, requiring the transfusion of multiple products.